Event description:
On september 17th, eri alert received via remote monitoring. On september 19th. Follow-up was done and eri was also confirmed on programmer. The device will be replaced on september 22th.